Event description:
Healthcare professional reported left side capsular contracture baker grade iii, seroma, and "according to the ultrasound study, probable rupture of implants" and then confirmed "deformity of the implant inside the thickened capsule and the areas where both implants were ruptured". Healthcare professional additionally reported "presence of multiple images suggestive of nodules"; this is not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and seroma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii-IV and seroma. Healthcare professional additionally reported "presence of multiple images suggestive of nodules" not related to the device. The device remains implanted.